Event description:
Caller reported a malfunction on the pump, specifically citing malfunction code 12, with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that a replacement pump would be sent, as the existing pump was covered under warranty. The customer would use multiple daily injections (mdi) as backup therapy, and upon receipt, they acknowledged the steps needed to store and return the faulty pump and the procedures for setting up the replacement pump.